Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and all available information was investigated. The returned device analysis indicated that the l-lock tabs were broken. The reported mechanical jam was confirmed during testing due to the observed broken l-lock tabs. A definitive cause for the observed broken l-lock tabs could not be determined. The reported physical resistance and bending of the delivery catheter (dc) shaft was also confirmed. A definitive cause for the reported physical resistance could not be determined; however, the reported bending of dc shaft was a cascading effect of the reported physical resistance and is likely due to procedural/troubleshooting circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the broken l-lock tab found during returned device analysis. It was reported that during preparation of the second ntr clip delivery system ((B)(4)), the clip would not open after first final arm angle (faa) test. Troubleshooting was performed; however, resistance was noted while turning the arm positioner and the delivery catheter (dc) shaft was bending. The cds was not used in the anatomy and a new cds was prepared for use. During preparation of the next cds ((B)(4)), the clip also did not open after the first faa test. Troubleshooting was performed. Resistance was again noted turning the arm positioner and the dc was bending. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis of both cds found that the l-lock tabs were broken. No additional information was provided.